Event description:
According to the reporter: the patient experienced mesh erosion with moderate discomfort with a relation to the device. Further surgery was conducted to remove the mesh. The surgery was scheduled for 2006.

Manufacturer narrative:
Date of report: december 3, 2007.